Event description:
As reported via a hospital rep, a pt had a cypher stent fracture with associated restenosis. Approx four years earlier, the pt had a 90% stenosis in her proximal right coronary artery (rca). The lesion was pre-dilated with a 2.5 x 20 maverick balloon. After pre-dilation, angiography revealed a vessel dissection. A 3.0 x 33 cypher and a 3.0 x 28mm cypher were implanted over the lesion and dissection with overlap. Post procedure timi flow was 3. It was unknown if the lesion was post dilated and whether there was residual stenosis. The pt later had stenting of her circumflex artery. Four years later, the pt was admitted due to unstable angina. Angiography revealed a stent fracture in the proximal rca. The fracture was associated with 70% restenosis that was treated with the implantation of another stent (type unknown). It was unknown which cypher stent fractured.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 3003742446-2009-00119. Additional information will be submitted within 30 days of receipt.